Event description:
It was reported that during heating therapy, the patient's temperature was decreasing instead of increasing. There was patient involvement, but no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported that during heating therapy, the patient's temperature was decreasing instead of increasing. There was patient involvement, but no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
It was alleged by a rn that the device was decreasing the patient's temperature, despite being set to the rewarming phase. It was stated that the rn had the altrix set in custom mode. The rn restarted the unit and set it in max mode. The unit was working properly after reset.